Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. Customer's blood glucose level was 200 mg/dl. Customer changed the cartridge which had expired in january 2019, with a cartridge that was not expired and the alarm did not recur. Insulin was resumed successfully.